Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific crm received information that this lead had impedance measurements greater than 2000 ohms. The lead also had high pacing threshold measurements. A fracture was suspected. The lead was explanted and replaced. No adverse patient effects were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. The conductor coils were stretched at a location approximately 70-80 cm from the terminal pin. Dried blood or body fluid was noted throughout the lead lumen. Due to the dried fluid, a stylet could not be fully inserted into the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that could have contributed to the reported high thresholds and out of range impedance.